Event description:
Customer reported an incident where they had a general system failure during no blood has reported.

Manufacturer narrative:
No pt injury nor med intervention was reported. Downloaded machine date files have been evaluated and further investigation into this incident is being conducted by the MFR. The customer reported a total of 3 occurrences. The co is aware of this machine malfunction (general system failure) and is working on corrections.